Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. Customer received unspecified lower sensor scan results compared to unspecified readings obtained on a competitor brand device and experienced a loss of consciousness, sluggish and drunk-like symptoms. Customer was unable to self-treat and was administered an apple by spouse. Customer had contact with a health-care professional and was given intravenous fluids (dose/type unspecified) for treatment of hypoglycemia. There was no report of death or permanent impairment associated with this event.